Manufacturer narrative:
Device is not available for investigation.

Event description:
The plate fractured while in pt and had to be replaced. Per the sales rep, the plate was not supported by any sort of bone graft and was in pt's skull for over two years. The plate is what was supporting the pt's mandible. The procedure on 12/8, was to put bone graft in and replace plate.